Event description:
It was reported that customer had high blood glucose of 411 mg/dl. Customer reports to have had surgery in which a tool broke inside her causing an hernia. Customer reports that healthcare professional requested for setting to be adjusted due to high blood glucose. Customer received assistance in programming insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.